Event description:
It was reported that a (B)(6) female patient underwent an atrioventricular nodal reentry tachycardia (avnrt) / supraventricular tachycardia (svt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered heart block requiring a pacemaker implant. The patient suffered heart block during an avnrt procedure. They used a thermocool® smart touch® sf bi-directional navigation catheter for ablation, and the patient suffered heart block during radio frequency. Patient is currently receiving a permanent pacemaker implant. Additional information was received on the event. The physician¿s opinion on the cause of this adverse event was that it was procedure related. The patient had a dual chamber pacemaker implanted. The patient outcome of the adverse event was unchanged.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 19-may-2022. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The device evaluation was completed on 27-may-2022. It was reported that a 64-years-old female patient underwent an atrioventricular nodal reentry tachycardia (avnrt) / supraventricular tachycardia (svt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered heart block requiring a pacemaker implant. The patient outcome of the adverse event was unchanged. The product was returned to biosense webster for evaluation. A visual inspection and an evaluation of all features of the device were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. Per the event, several tests were performed. The magnetic, and temperature features were tested, and no issues were observed. In addition, the product was deflecting, and no malfunctions were observed during the deflection. The force and irrigation tests were not performed due that the hub connector was observed occluded with reddish-brown material. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. As part of bwi¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The root cause of the adverse event remains unknown. The root cause of the hub connector occluded remains unknown. The IFU (instruction for use) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The lot number was originally not provided. However, the lot number was retrieved during the biosense webster, inc. Product analysis device investigation. Therefore, processed d4. Lot, d4. Expiration date and h4. Device manufacture date. Explanation of codes: investigation findings: no device problem found (c19) / investigation conclusions: no problem detected (d14) were selected as related to the customer¿s reported ¿adverse event¿ issue. Investigation findings: operational problem identified (c13) / investigation conclusions: cause not established (d15) / component code: hose (g04069) were selected as related to the biosense webster, inc. Product analysis lab¿s finding of the ¿occlusion ¿ irrigation tubing block at the luer hub¿ issue. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)